Manufacturer narrative:
H3: one device was received for evaluation service history review identified no applicable history. The customer issue was confirmed; however, further investigation found a damaged air in line detector. Due to the extent of repairs needed, the device was deemed beyond economic repair.

Event description:
The customer returned the product for device does not maintain date and time. During device analysis, a damaged air in line detector was found. There was no patient involvement.